Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Event description:
It was reported that the customer went to the emergency room due to high blood glucose of 425mg/dl. The caller stated that the customer bolused using the insulin pump the night before for his dinner, but around midnight, the device stopped working and her son's glucose level increased. Troubleshooting was performed. The mother stated that the insulin pump alarmed button error. The caller mentioned that the customer did not hold the buttons down for three minutes or greater. Advised the mother that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.